Event description:
It was reported that t:slim x2 pump battery would not charge, as charging connection was not recognized despite using working outlets, tandem charging cable and wall adapter, and alternate cables and adapters, though pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.